Event description:
Customer's mother reported that customer was hospitalized for high blood glucose and dka. Customer stated that she dropped the pump prior to her hospitalization. Troubleshooting was performed and pump appeared to be operating normally.